Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the single board computer (sbc) to resolve the reported issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications. The sbc was returned for evaluation, and the reported failure was verified. However, the root cause could not be determined.

Event description:
It was reported that during patient use, the ventilator log recorded " (B)(6) 2014 " and auto changed it to " (B)(6) 2014". Although, it continued to cycle, the patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.